Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, on (B)(6) 2024 the patient reported complications from the revision devices. Second revision surgery expected. No other information available.

Event description:
Allegedly, on (B)(6) 2024 the patient reported complications from the revision devices. Second revision surgery expected. No other information available.